Event description:
In 2005, the lay patient's husban contacted lifescan alleging that the patient's one touch ultra test strips were cracked and unable to be used. The husband claimed that he had previously called regarding cracked test strips and the replacement test strips were also cracked. The lifescan customer care agent (csa) was unable identify a record of the husband's prior call. It is unclear if the patient's test strip supplier replaced the test strips. The cca was unable to obtain the test strip lot number, as the test strips had been discarded. The patient went to the fire station to have her blood glucose level tested; the result was not provided. The patient was asymptomatic and received no immediate treatment. The test strips were replaced.